Manufacturer narrative:
E1: the initial reporter city exceeds the field character limit. The city is: (B)(6). H6: problem code 1069 captures the reportable event of wire broke. H10: visual examination of the returned device revealed that the cutting wire was broken and blackened. There was no other issue noted. It is most likely that a peak of voltage could have caused the failures noted. Therefore, the most probable cause of this complaint is adverse event related to procedure since it is most likely that due to procedural factors encountered during the procedure, the performance of the product was limited. A review of the device history record (DHR) was performed and no anomalies were observed. The review confirmed that the accepted device met all manufacturing specifications. Boston scientific manufacturing processes include extensive inspections to ensure that all finished devices meet specifications.

Event description:
It was reported to boston scientific corporation on (B)(6) 2018 that a truetome 44 was used in the papilla during endoscopic sphincterotomy procedure performed on (B)(6) 2018. According to the complainant, during the procedure, it was noticed that when energy was applied through the cutting wire, the cutting wire broke after about five seconds. There was no part of the device detached inside the patient. There were no injury nor patient complications reported as a result of this event.

Manufacturer narrative:
(B)(6). (B)(4). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2018 that a truetome 44 was used in the papilla during endoscopic sphincterotomy procedure performed on (B)(6) 2018. According to the complainant, during the procedure, it was noticed that when energy was applied through the cutting wire, the cutting wire broke after about five seconds. There was no part of the device detached inside the patient. There were no injury nor patient complications reported as a result of this event.